Event description:
The customer's spouse reported that the customer passed away due to a heart attack. No blood glucose given for the time of death. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.